Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 576mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past several days. It was stated that the customer had strep throat for two weeks before the event. Troubleshooting was performed. Reviewed the alarm history and found excessive no delivery alarms, and the customer have not change the infusion set. It was stated that the bolus history revealed that the customer has not bolused. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.